Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (concentration: 350 mcg/ml, dose rate: 96.72 mcg/day) and morphine (concentration: 8.8 mg/ml, dose rate: 2.4318 mg/day) via an implantable pump. It was reported that the original catheter implant occurred in 2017 or 2018, the specifics unknown. The pump was previously replaced on (B)(6) 2021. The patient went to emergency complaining of flu like systems and was given hydromorphone and baclofen. The patient felt better. A potential catheter issue was reported. Intra-operation aspiration was successful; however, the clinician decided to replace entire system as withdrawal issue was unknown and severe. The pump and complete catheter were explanted on (B)(6) 2024. The issue was resolved as of on (B)(6) 2024. The patient was without injury regarding their status as of on (B)(6) 2024. The catheter was to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8781; (see b5) explanted: on (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a partial catheter was returned which included a proximal catheter segment, pin connector, and distal catheter segment with the anchor still attached. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the catheter body, near the proximal end of the pin connector, that is due to repeated flexing of the catheter. Analysis observed leaking from the hole when pressure was applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was clarified. There was no implant record from surgery prior to the patient having went to the clinic; therefore, the catheter serial / lot number was unknown. The physician only requested catheter assessment as the pump was fairly new and there were no problems in the logs with expected medication amount in the pump reservoir when accessed. The pump would not be returned and was discarded by the healthcare provider. The explanted catheter was being returned.